Manufacturer narrative:
Titan otr pump, and cylinders 1 and 2 were received for evaluation. A separation within abrasion was noted on the inlet tube of the pump. This was a site of leakage. Abrasion was noted on all tubes of the pump. A group of separations, indicating contact with unshod instrumentation, was noted on the exhaust tube of cylinder 1. This was a site of leakage. No functional abnormalities were noted with cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo all tubes of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the inlet tube of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the exhaust tube of cylinder 1 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2010 and revised on (B)(6) 2021 due to a tubing break near the pump.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, there was a tubing break near the pump. The device was explanted and replaced with a zero degree. The same reservoir was used. No other adverse patient effects were reported.